Manufacturer narrative:
The customer replaced the glucose electrode and reported that the system functioned as intended for "about 2 days." The root cause of this event was not determined since the system was not evaluated by the manufacturer. This is one of two (2) medwatch reports being submitted as the customer reported two events within a single contact call. Reference MDR # 2050012-2010-00325 for the details relating to the events following the customer initiated electrode replaced. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that erroneously low glucose results were generated by the unicel dxc 800 synchron system. No specific details relating to the date or results of this event were provided. The results were not reported out of the laboratory. The customer reported replacing the electrode on (B)(6) 2010 and results were 'ok' for about two days. The customer then called and reported a separate series of events that occurred following replacement of the electrode. This report addresses the nonspecific events prior to replacement of the electrode.